Event description:
It was reported that the right atrial (ra) lead had no atrial capture or sensed p-waves on iegm or ECG. Lead had normal impedance levels. It was noted a manual sense test was done with no results, and exitblock on the ra lead is suspected. An intervention was required and a lead repositioning was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products. Model: c3tr01, bi-v implantable pulse generator (crt-p); implant: (B)(6) 2013; model: 407658, right ventricular (rv) implantable pacing lead; implant: (B)(6) 2013; model: 429688, left ventricular (lv) implantable pacing lead; implant (B)(6) 2013. (B)(4).